Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon did not inflate during the pretest. Per follow-up information received via ibc on 16-dec-2021, stated that there was no visible damage to the catheter balloon. The device was not used by the patient and there was no impact to the patient.

Event description:
It was reported that the foley catheter balloon did not inflate during the pretest. Per follow-up information received via ibc on 16-dec-2021, stated that there was no visible damage to the catheter balloon. The device was not used by the patient and there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon did not inflate during the pretest. Per follow-up information received via ibc on 16dec2021, stated that there was no visible damage to the catheter balloon. The device was not used by the patient and there was no impact to the patient.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way foley catheter with sample port connector and inlet tubing. Visual inspection of the sample noted noted the foley catheter was broken into three pieces. Cut the inflation lumen to verify the size of the inflation lumen measuring (0.031"). Dissected the balloon to verify notch perforated. The date code on the sample port connector was verified to be 02. The reported failure could not be determine due to the condition of the sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." The actual/suspected device was inspected